Event description:
Term pregnancy-prolonged labor second stage with failed vacuum extraction x 3 attempted for vaginal delivery. Infant sustained a superficial scalp laceration and cephalo-hematoma. The infant presented a sinu-soidal pattern and a stat cesarean section was performed. At the time of delivery the infant was pale, floppy without spontaneous respirations. Apgar was 1 at delivery. Discharge diagnosis included the following: subgaleal hemorrhage, hypoxic ischemic encephalopathy and hypovolemia.